Event description:
Device was returned without a specific complaint reported. Upon receipt, it was noted that the devices exhibited a hole in the bottom enclosure. There was no reported harm to the pt. The device was evaluated and thermal damage was found on the bottom of the device near the power outlet. It appears that a failure of the solder joint on the ac inlet may have contributed to the event.

Manufacturer narrative:
Na.